Event description:
It was reported that a spectrum infusion pump failed testing for flow rate accuracy for the high volume test. Programmed for 800 ml/hour for one hour, measured at 15 minute intervals should be 200ml but found 170 ml occurred during preventive maintenance testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "fails testing for flow rate accuracy for the high-volume test" was reproduced. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found that the serial number on the mech that was installed in the device does not match the serial number of the device and the mechanism and ultrasonic sensor installed in the device are not the components assigned to the device. The mechanism required to be replaced to address the reported issue. Should additional relevant information become available, a supplemental report will be submitted.